Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 04/20/2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/14/2016 and confirmed the reported loss of connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information.

Event description:
The complaint device was not returned for evaluation. However, a transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5207835) was returned for evaluation on 05/18/2016. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The transmitter was determined to be defective. Because this is not the complaint device, the reported event of a loss of connection could not be confirmed. A root cause could not be determined.